Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was high; it was 25.8 mmol/l. The alarm was not resolved by a complete set change. Troubleshooting was performed and insulin exited during the fixed prime process. The drive support cap was recessed. High pressure test was unable to be performed. There was a crack at the reservoir compartment, approximately one centimeter in length. The discontinuation of the device was advised. Nothing further was reported.